Manufacturer narrative:
Eval summary: the primary surgical notes state that the pt had severe chondral loss and eburnated bone. Revision notes indicate that after applying weight on the left leg in a rehab facility, a sudden explosive fracture of the acetabulum with a subsequent sciatic nerve dysfunction occurred. On (B)(6) 2012 the pt had an emergency removal of the acetabular component and decompressed the sciatic nerve. However, after the decompression, there was no significant change in the pt's nerve dysfunction. On (B)(6) 2012 the acetabular fracture was stabilized with screws above and below the fracture and the pt was made touch down weight bearing. Cause cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution ot the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt underwent a 2 stage revision surgery due to a fracture of the acetabulum and nerve palsy. The final implants were placed on (B)(6) 2012 where the acetabulum was reconstructed.